Event description:
The customer reported being hospitalized due to low blood glucose of 47mg/dl. The customer was experiencing unexplained low glucose for one day. The customer stated that her glucose level kept dropping even though she was eating. The customer's recent glucose reading was 367mg/dl and has treated with food. Troubleshooting was performed. Reviewed the programming and found that the customer was giving insulin and her basal setting was 1.0 unit. The customer stated that the reservoir has the same amount of insulin that the status screen shows. During the call found that the customer has been stressed and dealing with anxiety. The customer mentioned that she went to see her doctor and the nurse had changed her insulin sensitivity from 30 to 60. The customer stated that her glucose kept going lower, and she has not given any bolus since she left the doctor's office. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.